Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Device replacement was recommended. The reported malfunction could impact the delivery of critical therapy and may cause or contribute to death or serious injury if the malfunction were to recur. At this point no confirmation of device explant has been received. No adverse patient effects were reported.